Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no patients were crossing over the station. A technical support specialist provided feedback to the customer that the issue with patients not crossing over to the station was on the epic side. The technical support specialist confirmed that the issue was resolved by the customer. The system functioned as intended after the issue was resolved.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had patients not crossing over when transferred or when arriving to ed. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.